Event description:
It was reported the laser system would not pair with the wireless footswitch. Pairing was attempted several times, but a 139-pairing time too long error kept re-occurring. The issue occurred during a therapeutic stone removal procedure. The treatment was cancelled and re-scheduled for the next day. The patient, who was anesthetized was, awakened and the procedure was successfully completed the next day. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported footswitch pairing issue could not be confirmed. The customer was able to connect/pair the device the next day and proper operation was confirmed on-site by an olympus field service engineer (fse). The device was not returned to olympus for evaluation, however, the investigation did note that the root case of issue was due to device design deficiencies. Olympus will continue to monitor field performance for this device.